Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, it was revealed that the device was post paced t wave over sensing on the ventricular lead. Patient was asymptomatic. Physician elected to not make any programming changes.